Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of urticaria ("daily giant urticaria") in a female patient who had essure (batch no. 77501) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced urticaria (seriousness criteria medically significant and intervention required), arthralgia ("articular pain"), myalgia ("muscular pain"), migraine ("migraines"), menorrhagia ("hemorrhagic menstruation for 15 days"), amnesia ("loss of memory"), abdominal distension ("swollen belly") and irritability ("irritability"). The patient was treated with antihistamines, cortisone and surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the urticaria, arthralgia, myalgia, migraine, menorrhagia, amnesia, abdominal distension and irritability outcome was unknown. The reporter provided no causality assessment for abdominal distension, amnesia, arthralgia, irritability, menorrhagia, migraine, myalgia and urticaria with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for titanium. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: angioedema ¿ analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Further company follow-up with the regulatory authority is not possible. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 05-jan-2018. The most recent information was received on 18-jan-2018. This spontaneous case was reported by a consumer and describes the occurrence of angioedema ("daily giant urticaria") in a female patient who had essure (batch no. 77501 (invalid)) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced angioedema (seriousness criteria medically significant and intervention required), arthralgia ("articular pain"), myalgia ("muscular pain"), migraine ("migraines"), menorrhagia ("hemorrhagic menstruation for 15 days"), amnesia ("loss of memory"), abdominal distension ("swollen belly") and irritability ("irritability"). The patient was treated with antihistamines, cortisone and surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the angioedema, arthralgia, myalgia, migraine, menorrhagia, amnesia, abdominal distension and irritability outcome was unknown. The reporter provided no causality assessment for abdominal distension, amnesia, angioedema, arthralgia, irritability, menorrhagia, migraine and myalgia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - on an unknown date: positive for titanium. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 19-jan-2018 for the following meddra pt: angioedema. The analysis in the global safety database revealed 4 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 18-jan-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.